Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 600 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer was wearing the insulin pump during their hospital stay. The customer was assisted with troubleshooting for a no delivery alarm but stated that their insulin pump was safe to use. The customer did not return the product back for analysis.